Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation, the charger/modem was unable to charge a battery and was resetting. Upon evaluation, the current-controlling transistor q1 was internally shorted on the bedside pca. The cause for the failure was the shorted component. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger and reported that the charger was resetting.